Event description:
During a contralateral in-stent restenosis case, the turbohawk would not close. Evaluation of the cutter head assembly of the returned turbohawk device exhibited a coiled section of a stent of an unknown make/model. No injury to the patient was reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.